Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. .

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax. The biopsied lesion was a nodular infiltrate in the right middle lobe and 2cm from the pleura. After the procedure, the patient experienced chest pain and a chest x-ray identified a small pneumothorax. The pneumothorax slightly increased in size within 2 hours; therefore, a chest tube was placed. The physician believed the cause of the pneumothorax was due to the transbronchial biopsy but indicated that this is an expected complication in a small percentage of patients. The patient was hospitalized for a total of 2 days and discharged home recovered. The diagnosis obtained was infection (cultures are pending). Per the physician, there was no malfunction of the ion system, instrument, or accessory.